Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/27/2020. A manufacturing record evaluation was performed for the finished device lot number pcz272 and no non-conformances were identified. Investigation summary: two pictures were provided for analysis. Upon visual inspection of the picture, one foil, a labeled winding former and a suture inside a bag of product code mcp489, lot pcz272 were noted. However, the suture could not be observed clearly. No conclusion could be reach as the sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/04/2020. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested, but unavailable. 1. What was used to complete the procedure? 2. What tissue was being approximated or sutured when it broke? 3. Procedure name and date? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: it was received for analysis an empty opened foil, an empty labeled winding former a needle-suture piece and a suture piece of product code mcp489h, lot pcz272. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. However; the ends of the suture pieces were cut that appears to be by the use of a surgical instrument could be observed. Due to the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported:"suture strand had torn on operate case". What was used to complete the procedure? What tissue was being approximated or sutured when it broke? Procedure name and date? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture was torn. There were no adverse patient consequences reported. Additional information was requested.